Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause of the alarm was reported to be a loose connection between the heater bag and the heater line. As the device was not returned, the reported issue could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced a system error 2240 (air in line/set) alarm that occurred on the homechoice machine. The alarm occurred during the last fill phase of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During troubleshooting, it was noted that there was a loose connection between the heater bag and heater line resulting in a fluid leak. The technical service representative assisted the patient with clearing the alarm. The patient finished therapy using manual supplies. There was no patient injury or medical intervention associated with this event. Additional information is not available.